Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device system was explanted as the patient no longer required an implantable pulse generator (ipg) system. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.